Event description:
"Won't infuse". The hosp rep stated they have no record of any pt incident involving the pump since the last service event. Although attempts were made by baxter quality management to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, age of pt, or medication involved.